Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was emitting tones and upon interrogation, was discovered to have exhibited a high impedance (hi) alert, indicative of the shock impedance measurements being out of range. Out of range measurements were noted multiple times over the course of the past year. Oversensing of noise was also observed in review of device data. The s-ICD remains in service and no adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated, and a memory download was performed successfully. A sensing signal was applied to all three sense vectors, no noise was observed in the any of these vectors. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was emitting tones and upon interrogation, was discovered to have exhibited a high impedance (hi) alert, indicative of the shock impedance measurements being out of range. Out of range measurements were noted multiple times over the course of the past year. Oversensing of noise was also observed in review of device data. The s-ICD remains in service and no adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was emitting tones and upon interrogation, was discovered to have exhibited a high impedance (hi) alert, indicative of the shock impedance measurements being out of range. Out of range measurements were noted multiple times over the course of the past year. Oversensing of noise was also observed in review of device data. The s-ICD remains in service and no adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported. The system is expected to be returned back to boston scientific for analysis, this event will be updated upon completion of analysis.